Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient underwent right reverse shoulder replacement on (B)(6) 2025. Over recent weeks, patient has dislocated their prosthetic shoulder joint twice, during abduction and external rotation. Patient underwent shoulder CT, and reviewed by surgeon, who suspected some boney or soft tissue impingement was causing the joint instability, though CT looked unremarkable. During surgery there were some boney projections on the posterior humeral head found, & subsequently removed, plus some excess posterior capsule, also removed. Joint laxity also noted. The primary poly ,offset tray removed; primary implanted perform reverse glenosphere removed, and replaced by eccentric glenosphere. Surgeon also implanted a tray and pol. Joint was found to be stable, full range of motion demonstrated without dislocation. Wound closed.

Manufacturer narrative:
Correction - please refer h6 conclusion code. The reported event could be confirmed, based on assessment of available information by medical expert. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that the unremarkable CT-scan does not show any signs of joint instability. The implants are intact and well-positioned. The adverse event is not a device related issue, might be patient-related and surgical technique related. I have no reasons to believe that the surgeon's assessment was incorrect. Based on investigation, the root cause was attributed most likely to a patient related issue. The failure was likely caused due to boney projections in the proximal humeral head. If any further information is provided, the complaint report will be updated.

Event description:
Patient underwent right reverse shoulder replacement on (B)(6) 2025. Over recent weeks, patient has dislocated their prosthetic shoulder joint twice, during abduction and external rotation. Patient underwent shoulder CT, and reviewed by surgeon, who suspected some boney or soft tissue impingement was causing the joint instability, though CT looked unremarkable. During surgery there were some boney projections on the posterior humeral head found, & subsequently removed, plus some excess posterior capsule, also removed. Joint laxity also noted. The primary poly offset tray removed; primary implanted perform reverse glenosphere removed and replaced by eccentric glenosphere. Surgeon also implanted a tray and pol. Joint was found to be stable, full range of motion demonstrated without dislocation. Wound closed.